Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration with error 15 (unable to obtain a stable patient temperature) expected was 26.58 and actual was 26.83. They tried the calibration again making sure they put the correct settings as requested and noted isolation circuit card failure. Per follow up information received via email on 05feb2024, this issue was found during preventive maintenance and no patient involvement at all. This device sent to biomed and device would not sent for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration with error 15 (unable to obtain a stable patient temperature) expected was 26.58 and actual was 26.83 . They tried the calibration again making sure they put the correct settings as requested and noted isolation circuit card failure.